Event description:
A customer reported that when removing the chandelier from the cannula, it removed the hub of the trocar during a vitrectomy procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample was not returned for evaluation. A lot number was not identified with this complaint at this time; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for review, the root cause cannot be determined. (B)(4).